Manufacturer narrative:
Additional narrative: it was reported that, on (B)(6) 2015, the patient is doing well, has no mesh, but still has hernia, and no more surgery planned for now. The doctor is planning to see the patient in (B)(6) 2016 and will decide what to do next. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on 11/2015 and a mesh was implanted. Ten days post-op, the patient returned with bowel obstruction and revision surgery was performed. During the re-operation, the surgeon used the tip of suction to swipe across the adhesion/omentum, the mesh fell easily into the abdominal cavity and was removed. The mesh was not replaced. Additional information has been requested.